Event description:
It was reported that pump displayed continuous glucose monitor error 42 that persisted even after caller performed pump reset with guidance from technical support. There was no reported impact to the customer¿s blood glucose level. Caller was instructed to use multiple daily injections as backup insulin therapy. A replacement pump was sent.